Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the septum began to leak after the cartridge was filled with insulin. The customer's blood glucose level was 210 mg/dl. The customer successfully loaded a new cartridge to address the reported issue.